Event description:
It was reported that this recently implant left ventricular (lv) lead exhibited loss of capture (loc). Review of threshold measurements showed a recent threshold measurement of 1.7 v, and lv output was programmed to 1.8 v fixed. Further testing and an adjustment to lv output was recommended. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).